Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is within acceptable limits. The sra was reviewed for haze/mist/vapor and determined to be a "low" risk. The assignable cause was a loose oil filter. The fse tightened the oil filter to resolve the issue. The unit met specifications and was returned to service. The issue will continue to be tracked and trended.

Manufacturer narrative:
Ni

Event description:
A customer reported an event of a "oil mist" (haze) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. No load was involved in this issue. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.